Event description:
It was reported that a patient underwent a gynecological procedure in 2008. Prior to the procedure, a loose connection on the front of the motor drive unit where the handpiece connects was found. The motor drive unit was able to activate the hand piece and the procedure was successfully completed with no adverse patient consequences.

Manufacturer narrative:
Date sent to the FDA: 07/14/2008. Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.